Event description:
Our rep is reporting that a patient had an arthroscopic shoulder repair at some undefined date. At some time subsequent to the repair, the patient presented with symptoms undefined and it was somehow determined that the original fixation device had pulled out of the bone. In 2009, a re-surgery was performed and the loose anchor was retrieved. The surgeon used other similar fixation devices to re-fixate and this procedure was concluded successfully without further issue or further harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.